Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a questionable result for 1 patient urine sample tested for albt2 tina-quant albumin gen.2 (albu2) on a cobas integra 400 plus. The initial albu2 result was 56.15 mg/l. The same sample tube was repeated with a albu result of 7.70 mg/l. Albu testing was performed in another laboratory on (B)(6) 2018 with a result of 4.93 mg/l. It was unknown which result was deemed to be correct but clarification has been requested. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The albu2 reagent lot was 24167501 with an expiration date of 31-jan-2019. Qc performance was checked for albu2 and was found within the range. The analyzer had its preventative maintenance done and all checks were fine. The analyzer maintenance was checked and was found acceptable. Further investigation found that calibration and qc data was acceptable and a general reagent issue can be excluded. If was discovered that the urine sample was not centrifuged prior to testing which may have caused the high result. The investigation was unable to find a definitive root cause.